Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - localizer faulted a1102 - error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that the system displayed a localizer faulted error. Site noted that the system's camera had an amber light. The site abandoned use of the system and brough in another navigation system. Additional troubleshooting occurred and network device interface (ndi) toolbox showed an erroneous bump detection. Length of surgical delay was unknown. Impact on patient outcome unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p902542: h2: update - see section d3 h2: please see section d9 for when the device was available for evaluation. H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that there was a localizer failure and the camera was replaced. System performed as expected after camera replacement. Codes b01, c08, and d02 are applicable to this analysis. H2 - h6: the camera, lot number: p902542, was returned to the manufacturer for analysis. After functional testing, visual/physical e xamination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, intermittent illuminator current low, and intermittent illuminator voltage low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera had electrical failure codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this issue occurred prior to a spine procedure. There was no patient impact or delay to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.